Event description:
The end user facility contacted olympus to report a repair request for their ultrasonic probe that would not show an image during a pre-use check. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. A wrinkled appearance has also been observed. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was leakage of the ultrasonic medium from the breakage of the insertion tube. The definitive root cause of the leakage could not be determined. It is possible that the leakage occurred because the sheath of the insertion section was damaged with a hole when some kind of external force was applied. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was an endobronchial ultrasonography for diagnostic purposes. There was no delay in procedure.